Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable tp2 total protein gen.2, alb2 albumin gen.2, hdlc3 hdl-cholesterol plus 3rd generation, and igm-2 tina-quant igm gen.2 results for five patients with the cobas 8000 c702 module. Patient 1: the initial tp was <2 g/l. The repeated result was 70.2 g/l. Patient 2: the initial alb was <2 g/l. The repeated result was 39.8 g/l. Patient 3: the initial hdl result was 1.72 mmol/l. The repeated result was 0.8 mmol/l. Note: the following patient samples were tested on an unknown date and time after (B)(6) 2021. Patient 4: the initial tp result was <2.0 g/l. The repeated result was 70 g/l. Patient 5: the initial igm result was 1.2. The repeated result was <0.25. The unit of measure was not provided. The questionable results for patients 1, 2, and 3 were not reported outside of the laboratory. It is unknown if the questionable results for patients 4 and 5 were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer performed various checks, replaced various parts, and made adjustments. The investigation determined the service actions resolved the issue.